Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery dropped from 20% to 5% then jumped back to 20% in a short period of time. The customer's blood glucose was not impacted. Reportedly the customer would continue to use the pump for insulin therapy.